Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was filled with contrast solution and balloon fluid loss was noted. Six after the return of the patient's incontinence, the balloon was replaced with a new 61-70 cmh2o balloon. A pinhole leak was confirmed in the neck of the balloon. The patient had no complications from he surgery. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was filled with contrast solution and balloon fluid loss was noted. Six weeks after the return of the patient's incontinence, the balloon was replaced with a new 61-70 cmh2o balloon. A pinhole leak was confirmed in the neck of the balloon. The patient had no complications from he surgery.